Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/3/2015. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).: it was reported by an attorney that following insertion patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, uterine prolapse, recurrent incisional hernia, fibroid tumor and urinary urgency. It was reported by an attorney that patient underwent vaginal mesh repair on (B)(6) 2012 by dr (B)(6) at (B)(6) hospital.